Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test, prime test and basic occlusion test. However, unit alarmed motor error during occlusion test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case.

Event description:
Customer's parent reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose of 600 mg/dl. The customer felt sick and dizzy at work, paramedics were called around 8:00 pm with a reading of 577 mg/dl the customer was treated with insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The customer's parent also reported that the insulin pump had physical damage, several motor error alarm and no delivery alarm. Customer was still at the hospital at the time of call with a reading of 305 mg/dl. The customer declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.